Event description:
Patient underwent ncp system explant due to high lead impedance. Both the lead and generator were explanted. Based on known device settings, generator end of life is not a likely cause of the high lead impedance test result. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the high lead impedance test result.

Event description:
The concomitant device (pulse generator) was analyzed. The pusle generator would not communicate upon initial interrogation. The battery voltage measured 1.340v. This voltage is below the 2.2v low battery operation indicated for the generator. The generator has reached end of life. The battery was detached from the modele assembly and a power supply (set to 2.2v) was inserted. The serial number was restored and the module interrogated and programmed properly. Generator end of life is the most likely cause of the high lead impedance condition.

Event description:
Product analysis summaryl: the lead assembly was returned for analysis in one piece. The lead was received without the electrodes. Setscrews marks were seen on the lead's connector pins, indicating that there was proper mechanical and electrical contact between the generator and connector pins at one time. Continuity check using a multimeter was performed. Continuity check did not identify any obvious discontinuities on the portion of the lead returned. The condition of the lead is consistnt with conditions that exist after the explant procedure.

Event description:
X-rays taken and reviewed by neurologist did not identify an obvious break or discontinuity within the ncp system.